Event description:
It was reported that the patient had increased spasticity. There were no pump alarms. Diagnostic testing/troubleshooting was performed and catheter aspiration was successful. The managing physician requested system replacement due to increased spasticity and withdrawal symptoms that were not specified. There was presumed to be a catheter issue. The device system was replaced. The patient status was reported as ¿alive - no injury/no adverse event.¿ the pump was delivering lioresal.

Manufacturer narrative:
Product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter; product ID 8577, lot# j0333133r, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed no anomaly found. Analysis of catheter (model 8578) revealed no significant anomaly; there was a non-significant dent in the seal of the sutureless connector which did not affect infusion. Analysis of catheter (model 8709) revealed no significant anomaly/acceptable catheter testing.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.